Event description:
Patient revised to address patella clunk. Removed and replaced patella.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records and search the complaint database by lot number was not provided. The investigation could not draw any conclusions about the reported event based on lack of product to examine and insufficient product information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.